Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the active blade tip fall off of the device? Yes. If yes, is the detached active blade being returned with the device? Yes. Did the tissue pad detach from the device? No. If yes, is the detached tissue pad being returned with the device? Na. What broke up on the device? One of the blades. Were there any error messages and if so what were they? According to the nurse (or head) report, the ¿error messages¿ appeared, during the ¿test phasis¿; did the device pass the pre-test? According to the nurse (or head) report, they have done some tests (with the error messages) before the surgery. Had the device been working and then stopped? Yes, according to the nurse (or head) report, they stopped using the device after the blade ¿broke-up.

Event description:
It was reported that before an unknown procedure, according to the or nurse report the event occured during the "test phases." After several "tests" the scissor "broke-up" as you can confirm (component return). It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.